Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, an no nonconformities were found. Explanted device was discarded.

Event description:
It was reported to nevro that a patient had acquired an infection. The physician explanted the devices. The patient was hospitalized and was given IV antibiotics. There was no other report of further complications.